Event description:
The therapist heard the device alarming and noticed dashes over the fraction of inspired oxygen display and no flow coming out of the nasal cannula. The patient was immediately placed on a non-rebreather mask for the transport which he tolerated well. There was no patient harm due to the malfunction. The battery was fully charged, and the oxygen tanks were full for the transport. No user error identified. Clinical engineering evaluated vapotherm and found it to be functioning properly. Pfpc00014543-e.